Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had filed. A field service engineer found that storage space 5.2 was not detected on the bus, and the drawer controller was identifying the drawer as an fh drawer. The drawer was replaced, and the storage space was recovered and successfully tested by the pharmacy staff. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed, and the user rebooted the device and attempted to recover; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.